Event description:
It was reported that the insulin pump did not alarm no delivery even though insulin delivery had been stopped for over 30 units. The customer was trying to prime the insulin pump when the problem occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.